Manufacturer narrative:
Patient weight: asked but unavailable. Date of event: as the date of endoleak identification is reportedly unknown, but reported as on an unknown date in (B)(6) 2019, the date of event has been estimated as (B)(6) 2019. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. Furthermore, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including, but not limited to, leaking: pending rupture or ruptured aneurysms.

Event description:
On (B)(6) 2017 the patient underwent endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2019 an endoleak (type unknown) was observed during patient follow-up. On an unknown date in (B)(6) 2020 an endoleak (type unconfirmed) and aneurysm enlargement (amount unknown) were observed. On (B)(6) 2020 a reintervention was performed. It was reported that a proximal type I or a type iiib endoleak was suspected on the trunk of the trunk-ipsilateral leg component. Therefore, an aortic extender component was implanted proximally, and two contralateral leg components were implanted within the aortic extender, located in the proximal trunk, using a kissing stent technique (parallel placement of the devices). The type of endoleak was not confirmed during the procedure. The patient tolerated the procedure.